Manufacturer narrative:
The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom does not recognize a closed door caused by cracks in the threaded insert bosses of the front case. This can cause separation between the front case and the mechanism assembly, causing an elevated force required to close the door. The front case was replaced to correct this condition.

Event description:
It was reported that a spectrum pump would not recognize a closed door. It was also reported that there was no patient injury.